Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis, and hemorrhage are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction, cerebrovascular accident, hemorrhage, thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. The patient deaths referenced will be filed under a separate medwatch report #. Article title: shorter (=6 months) vs. Longer (=12 months) dual antiplatelet therapy after second-generation drug-eluting stents implantation: a meta-analysis of randomized controlled trials.

Event description:
It was reported through a research article identifying xience v that may be related to the following: patient death, thrombosis, myocardial infarction, stroke, bleeding, revascularization, and rehospitalization. This article summarizes clinical outcomes of 1,812 patients that were treated with xience v stents. Specific patient information is documented as unknown. Details are listed in the article, titled "shorter (=6 months) vs. Longer (=12 months) dual antiplatelet therapy after second-generation drug-eluting stents implantation: a meta-analysis of randomized controlled trials."